Manufacturer narrative:
Na

Event description:
Information was received from the end-user that he woke up in the morning and noticed an electrical odor. When the pt attempted to turn the device on that evening there was no power. After examining the device he found thermal damage to the bottom enclosure. The device, which was being used as an accessory to CPAP therapy, was returned for eval. Thermal damage was observed on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event. There was no reported harm to the pt.